Event description:
A customer reported an issue with their continuous glucose monitor displaying error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with performing a complete pump reset, effectively resolving the issue, and the caller successfully restarted their sensor session.